Manufacturer narrative:
The contract manufacturer reviewed the DHR and stated specifications were met. Coloplast reviewed all lot numbers where the reported abiss lot # was associated with. The associated coloplast lot #s are: 4172232, 4129738, 4129737, 4129704, 4129705 4085007. However, based on the limited information received, coloplast cannot determine which lot # may have been associated with the reported complaint, so all lot #s were reviewed. The review of the coloplast lot #s listed revealed no trend in the complaint, nonconforming report and CAPA data. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information provided by health (B)(4), pain in the groin, the right mainly, pinches, pain in the hips, the right mainly, feeling of heaviness in the legs and legs heavy with the effort, pain in the back especially in the bottom. Sensation of inflammation and heaviness in the right hip and lower back. Impossible to race (patient runs half marathons), feeling of pressure in the lower abdomen and heaviness, frequent urge to urinate, difficulty to urinate (has to sit down 2-3 times and take positions strange). Often feels full bladder even when empty.